Event description:
Boston scientific received information that after this device was explanted for normal battery depletion, the remote monitoring system issued an alert to notify of a potential condition that may have left the patient without device therapy. It is unknown if the alert was issued when the device was implanted or after explant. Attempts to obtain more detailed information regarding the alert was unsuccessful. No adverse patient effects were reported. Available evidence suggests that the hospital gave the patient the device, thus it is unknown if it will be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.